Event description:
It was reported that this right atrial (ra) lead stored an atrial tachy response (atr) episode due to oversensed noise. Technical services (ts) recommended further evaluation of the ra lead. No adverse patient effects were reported. This ra lead remains in service. Additional information was received that the plan for this patient is to continue to monitor. No adverse patient effects were reported. This ra lead remains in service.

Event description:
It was reported that this right atrial (ra) lead stored an atrial tachy response (atr) episode due to oversensed noise. Technical services (ts) recommended further evaluation of the ra lead. No adverse patient effects were reported. This ra lead remains in service.